Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9240018.

Event description:
It was reported that the patient experienced decreased therapy due to fractured lead. As a result, the patient underwent surgical intervention to explant the entire system on (B)(6) 2024. It is unknown which lead fractured.